Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa), the popliteal artery, and the tibial artery using an indigo system aspiration catheter 8 (cat8) and a non-penumbra sheath. During the procedure, the physician completed one pass using the cat8 and sheath, then removed the cat8 from the patient. While attempting to re-introduce the cat8 into the rotating hemostasis valve (rhv) of the sheath using the peel-away sheath, the tip of the cat8 ovalized. Therefore, the cat8 was removed. The procedure was completed using a new cat8 and the same sheath. There was no report of an adverse effect to the patient.